Event description:
Patient was brought to the operating room as a 9999 craniotomy for decompression. Once incision was made the medtronic drill and codman perforator were used to make burr holes in the skull to remove the bone. The first two burr holes that were made without incident. On the third burr hole the drill did not stop and "plunged" because the safety mechanism on the drill was not working. The drill was being used by the neuro surgical chief resident at the time of this incident. Attending physician was also present. A second perforator was opened at this time to make the last burr hole. Both perforators, drill with attachments and drill console were pulled from service.